Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (b)(^) 2012 and mesh was implanted concurrently with hysterectomy; due to stress urinary incontinence. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent takedown of midurethral sling, urethrolysis and cystourethroscopy on (B)(6).2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder outlet obstruction.